Event description:
Received info the pt has had difficulty recharging since implant. He has tried using spacers, the recharging belt, 3 different rechargers, and the antenna locate feature all without success. States he originally got 2 efficiency bars and now gets none. The ins pocket site was palpated, ins didn't feel tilted and it felt flush and parallel to the surface. An x-ray was done, but results were not available at this time. Pt also states, the ins is implanted in his right hip and it hurts. Additional info reports, the pt had a revision done on (B)(6) 2010. The device was explanted and replaced. The physician has requested an analysis of the ins, but felt it could possibly have been the depth of the pocket that was a factor. No injury was reported and pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.